Manufacturer narrative:
Continuation of d10: product ID hh9020scs. Serial#: (B)(6). Product ID: tm91scs. Serial#: (B)(6). Product ID: tm91scs. Serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having trouble with the communicator for a month or two, the bluetooth light is not coming on. Patient stated they have to turn on and off communicator several times to get it to work. The patient was warm transfer to healthcare it to assist with troubleshooting. Patient called stated they are having the same issue as last time. Patient services (pss) warm transfer patient to healthcare it for assistance. Pt called back stating that this was their third time calling about the same issue. Pt said that the software was updated three times but there was a malfunction, so they were still having the same issue. Pss warm transferred the pt to healthcare it for further assistance. Healthcare it advised that they would troubleshoot the issue and replace the equipment if needed. A replacement handset was sent out. Additional information was received from a patient (pt). It was reported that they received new handset the day before yesterday - their manufacturer representative (rep) set it up and it is doing the same thing that it was doing before. The pt stated it will get stuck on the "circle" screen for communication.. Pt did try to connect while on the line with patient services (pss) and it was working. The pt stated he is traveling out of the country on (B)(6) 2023 so he needs this equipment to work. A replacement communicator was sent out. No symptoms were reported. Patient called stated the communicator and handset have been replaced but they are having the same issue. Patient stated the handset screen goes to percentage and stop, they turn off the handset and handset will work and they are able to adjust the stimulation. Patient stated they met with mdt rep and rep pair up the devices and everything was working until today. Ps re-opened the case and sent email to rep for assistance. Mdt rep called back stating that pt received the replacement communicator and they met with pt today to link the communicator to the handset for pt. Caller stated that the communicator linked to the handset without any issues and the pt was able to successfully pair the handset to their ins. Caller stated the pt called them after returning home stating that they are experiencing the same issue again where the handset gets stuck on communication in progress screen. Caller inquired on possible troubleshooting steps. Tss recommended resetting the handset and communicator and meeting with pt for further troubleshooting if that does not resolve the issue. Mdt rep called back prior to meeting with pt who again expressed having to reset their pt controller/communicator nearly every other time they have to connect to their ins. Tss reviewed the steps for successful connection from pt controller to communicator, and communicator to ins. Caller indicated they would work with pt at their meeting in 2 days, and call back if further troubleshooting is needed. Additional information received from the patient. Pt said their device was malfunctioning and they had all their equipment replaced and met with reps but still they had the same problems. Pt said when they try to control their device, the screen either says doesn't connect or says searching for device so pt would have to turn "it" off completely and then turn back on and then would connect. Agent reviewed prior notes and asked pt if they only had the issues at home, as it seemed like the equipment was working when the rep called in. Pt said yes, but said they also had the issue in england as well. Patient was able to successfully connect during the call. Agent reviewed as external equipment was already replaced and the same issues were happening, to meet with rep again and have rep call in to tech while with pt for further assistance and troubleshooting. Patient pushed back saying they already did that. Agent reviewed pt could see if moving to another room in their house when the communication trouble happens helps, and to take note of the outcome of that action.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the troubles with the communicator/bluetooth light not coming on was that the blue light was not coming on. There were many steps that were taken: the programmer and the transmitter have been replaced and reprogrammed, but still not fixed. They spoke to a manufacturer representative (rep) and they told them what to do but it was still not fixed yet. The pt stated that the device failed on an intermittent basis again. The failures (transmitter blue light and green light not coming on) have occurred in multiple locations (their home, different states, and while in europe). The pt reported that when it fails, they have to turn off the programmer completely and turn it back on and the process takes a long time for it to reprogram itself. The pt reported that the issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back in about the same issue, saying that we have replaced the handset and communicator but their issue is still happening. Emailed local reps asking them to follow up with pt.

Manufacturer narrative:
Continuation of d10: product ID hh9020scs. Lot# serial# (B)(6) implanted: explanted: product type product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that pt has had ongoing issues with their external equipment connecting to their implantable neurostimulator (ins). Caller stated that pt has called patient services and has been send replacement equipment multiple times but continues to experience issues. Caller stated that themselves and another clinical specialist that they work with has met with pt multiple times for troubleshooting and when they have met with pt, the equipment seems to be working without issues but then pt begins to experience issues again when they are not with a mdt rep. Caller confirmed that at the time of call, everything was working as intended. Caller inquired about possible troubleshooting steps to provide to pt if the pt continues to experience issues. Technical services (tss) reviewed information. Tss did not confirm even date, notify date, device serial number, or managing hcp because pt has already reported these issues to patient services in the past.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they reset the communicator and the controller and it was working appropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the handset and the communicator were replaced to resolve the inability to connect to the implant. The issue has not been resolved. They are trying to resolve the issue by turning off the devices completely and then restarting.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.